Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the pt's battery charger was resetting. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem resets) was confirmed. Upon investigation u13, an 8-bit cmos flash micro-controller, was found to be defective on the battery charger/modem's bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt provided with a replacement battery charger/modem.